Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, no samples were being retrieved. Completed the case using another probe. There were no pt consequences.